Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the wand battery was replaced three different times with brand new batteries; however, the power light would not turn on. Additional troubleshooting was attempted by the company field representative; however, the wand would not function with the generator. It was reported that the same programming system functioned properly with two cases prior to the patient's surgery. Both the generator and lead were returned to device manufacturer for analysis on (B)(6) 2013. The generator analysis is underway; however, has not yet been completed. The returned product form notes the reason for explant as lead discontinuity. Mfg report number: 1644487-2013-00575 captures the report of the lead discontinuity. The programming wand was also returned for analysis on (B)(4) 2013. The programming wand performed according to functional specifications. No visual or mechanical anomalies were identified. Continuity testing of the serial data cable and the battery cable passed. The lead product analysis results are captured in mfg report number: 1644487-2013-00701 which houses the report for the lead removal difficulties during surgery.

Event description:
The pulse generator analysis was completed on (B)(6) 2013. The reported failure to program allegation was not duplicated in the pa laboratory at two orientations. The pulse generator was interrogated at multiple orientations adjacent to the programming wand, with a one inch spacer between the generator and the programming wand. The pulse generator interrogated at all orientations. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during revision surgery for high impedance (MFR. Report # 1644487-2013-00575) a new lead was attached to the patient's vagus nerve and prior to tunneling the lead a new generator was connected to the new lead. Device diagnostic testing was attempted with the new lead and new generator; however, resulted in a "check sum" error. The wand battery was checked to ensure functionality of the wand, the handheld was not plugged in to the wall, the surgeon ensured there was no emi nearby, and the wand was repositioned on the generator. None of the troubleshooting resolved the issue. The surgeon then attempted to loosen the set screw and remove the lead pin from the generator header; however, was unsuccessful (MFR. Report # 1644487-2013-00701). The lead was detached from the vagus nerve and a new generator and lead were then implanted without any further communication difficulties or errors using the same programming system. Both the lead and generator are expected to be returned to device manufacturer for analysis; however, neither have been received to date.